Event description:
It was reported that the patient had his artificial urinary sphincter (aus) explanted due to recurring incontinence and fluid loss. The patient was implanted with a new aus device with two 4.0cm cuffs.

Manufacturer narrative:
Model number: 72404131, lot number: 669081015, model description: belt cuff fgs 4.5cm iz, UDI: (B)(4). Model number: 72400098, lot number: 714604019, model description: control pump fgs, UDI: (B)(4). Model number: 72400024, lot number: 708960008, model description: balloon fgs 61-70 cm, UDI: (B)(4).

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) explanted due to recurring incontinence and fluid loss. The location of the fluid loss was the cuff. An x-ray showed there was no more fluid in the balloon. The patient was implanted with a new aus device with two 4.0cm cuffs.